Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the when the patient presented for a follow up in clinic, a transmission displayed an alert of right ventricular oversensing on the device. No egms (electrograms) were stored, but the alert was also noted in previous follow up visit. The patient was stable and will continue to be follow up.

Event description:
New information received notes that no programming change was made.